Event description:
A 3.0m diameter by 15mm length s7 stent delivery system was inserted to treat a 90% lesion in a tortuous left anterior descending coronary artery. The lesion was pre-dilated with a 2.5mm by 15mm ptca balloon prior to the insertion of the stent delivery system. The stent was advanced to the lesion and was pulled back and forth across the lesion in effect to position the stent. During the attempt to position the stent across the lesion, the stent dislodged from the delivery balloon distal to the target lesion. An angioplasty balloon was subsequently used to deploy the stent at the site of dislodgement. The target lesion was then treated with another manufacturer's stent. The pt was fine post procedure and there is no additional clinical sequelae reported related to the event. The lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the lesion. The stent being advanced back and forth across the lesion and the vessel tortuosity may have contributed to the stent dislodgement.